Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2023-02550, 0001822565-2023-02551, 0001822565-2023-02552.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: tibia fixed cemented stem extension catalog # 42542006701 lot# 64960941. Stem extension tapered cemented catalog # 4256007514 lot# 65032365. Femur cemented standard catalog # 42504605401 lot# 65046024. Stem extension catalog # 42560007514 lot# 65033946. Tibia central core catalog # 42545000511 lot# 64815927. Femur cemented catalog # 42504605411 lot# 65046008. Stem extension catalog # 42560113510 lot# 64911578. Articular surface catalog # 42512600414 lot# 65321527. Cable cerclage cable catalog # 00223200418 lot # 65240317. Cable cerclage cable catalog # 00223200418 lot # 65240311. Palacos r+g fast catalog # 66056768 lot # 99571117 . Palacos r+g fast catalog # 66056768 lot # 99571117 palacos r+g fast catalog # 66056768 lot # 99571117 . Female hex screw catalog # 42509902525 lot # 65259825. G2: australia. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-01300, 0001822565-2023-01301, 0001822565-2023-01314. H3 other text : remains implanted.

Event description:
It was reported patient is experiencing allergy to metal eight months post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.